Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had been having a burning sensation at ipg for the past month and a half and sensation that ipg had moved for the past month. The agent asked if the patient wanted to try turning therapy off, but they said they couldn't use their controller and requested in-person assistance. The agent suggested the patient follow up with they managing healthcare provider (hcp) and the manufacturing representative (rep) was contacted with a request for someone to call the patient and establish communication/attend their follow up appointment. The rep indicated they would reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient lost their controller which was why they had inability to use it. The cause of the burning sensation at the ipg site was unknown. The patient had not used the device in the last couple of years and does not want it replaced. The rep left the patient a message, will follow up with hcp if no response.